Event description:
A site reported that the monitor did not alarm when a patient allegedly went into ventricular tachycardia. The hospital staff reportedly was unable to provide any additional information regarding the reported event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
The date of manufacture is not available without a valid serial number.